Event description:
Report unit fail to cycle while on pt with a e39 error code.

Manufacturer narrative:
Lab testing of the pcb found all of the voltage outputs to be stable and within specifications. Pcb was installed into test fixture and ran over 48 hours continuously with no observed failures. Unable to duplicate the failure observed by the customer. No corrective action determined.